Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device would not release from the motor device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the craniotome drill tip was bent/damaged, there was component damage, and the bearing was damaged/corroded. It was further determined that the device failed pretest for visual assessment. The assignable root cause of this condition was determined to be traced to the user, which is user error. UDI: (B)(4).

Event description:
It was reported that the craniotome device would not release from the motor device. During service and evaluation, it was determined that the crani drill tip was bent/damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.